Event description:
It was reported that upon completion of an endoscopic retrograde cholangiopancreatography (ercp), the scope was withdrawn and the cap was noted to be missing. It was noted that the cap was secured and confirmed as such by both the nurse and physician. A gastroscope was used to locate the cap in the oropharynx and remove it with forceps. There was no patient injury or harm reported.

Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2024-0000369. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to correct the h6 component code from imager to tip.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the distal cover likely detached from the scope due to the following: 1. The distal cover was insufficiently attached. 2. The user applied a load of friction to the distal cover by twisting, pushing, and pulling it inside the body cavity or stress such as interference with mouthpiece during the procedure. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿operation ¿ precautions: preparation and inspection - attaching accessories to the endoscope¿ olympus will continue to monitor field performance for this device.